Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was evaluated and the following was observed: the valve remained crimped on the inflation balloon and centered on the flex tip. Presence of tissue on the crimped valve suggests that the thv may have exposed and come into contact with the vasculature during its withdrawal. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. In this case, the complaint was confirmed based on the imagery evaluation. Investigation results suggest/indicate patient factors (tortuosity) and/or procedural factors (exposed thv) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06347.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr in a non-edwards surgical valve with a 26mm sapien 3 ultra (s3u) valve. As reported, the team decided to place a 26mm s3u due to stenosis of the non-edwards valve. The team accessed the right groin for the 14fr esheath+. The esheath+ went into place without incident. The team had the wire in place and advanced the commander delivery system (ds). The patient's aorta was tortuous and as the team advanced the ds to the surgical, wire position was lost. The team proceeded to attempt to remove the ds and esheath+ from the patient as one. At this time, the ds was caught up in the right iliac. The patient was stable at this time, and the team decided to access the left femoral artery. They placed an upsized 16fr esheath+ into the left femoral artery. A second 26mm s3u valve was prepped and ready. The team advanced the second ds up and across the surgical valve. As the team deployed the valve the ds balloon ruptured. The valve was in place and secure. The team attempted to remove the ds and was unable. The team proceeded to try to remove the ds and esheath+ as one unit and was unable. At this time, the team had an undeliverable valve and ds stuck in the right femoral artery and a ruptured balloon/ds stuck in the left femoral artery. Vascular surgery was called in to perform a bilateral cutdown to remove the systems and anesthesia intubated the patient. Vascular surgery removed both system without incident. Prior to finishing the repair, the team had an opportunity to post dilate/fracture the valve. This was done without incident. The patient left the room intubated and sedated and was taken to recovery. The patient was stable and extubated. One device was removed intact while the other was cut and retrieve though the contralateral side. The devices were thrown out. The physicians did not think that the edwards' product caused the event. They both replied that they thought this was anatomy related.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.